Event description:
It was reported that the insulin pump is underdelivering the insulin. The current blood glucose reading is 77 mg/dl. Customer stated the daily totals are off and the physician noticed the anomaly at appointment. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, selftest, error test, displacement test, rewind, basic occlusion and excessive no delivery alarm test. Unable to prime during prime test due to faulty force sensor. Unable to complete functional test including occlusion test due to prime anomaly. Multiple boluses were programmed and delivered. All boluses were properly recorded in bolus history and daily totals. The insulin pump functioned properly. Missing end cap sticker and scratched lcd window noted during visual inspection.